Manufacturer narrative:
This report is for an unknown synthes xlr vertebral body replacement device /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: hartmann, s. Et al. (2018), thoracic corpectomy for neoplastic vertebral bodies using a navigated lateral extracavitary approach¿a single-center consecutive case series: technique and analysis, neurosurgical review, volume 41, number 2, page 575-583 (germany). The aim of this retrospective study was to analyze the thoracic lateral extracavitary approach with corpectomy using vertebral body replacement systems (vbr-s) and dorsal reconstruction. Between 2013 and 2015, a total of 24 patients with metastatic or primary lesions of the thoracic vertebrae between t2 and t12 who underwent spinal decompression and ventral column reconstruction with correction of spinal deformity via a dorsally navigated lateral extracavitary approach (leca) were included in the study. There were 16 males and 8 females with a mean age of 56 years old. There were 3 patients who were implanted with an unknown synthes xlr vertebral body replacement device and 1 patient implanted with an unknown synthes expandable corpectomy device while the rest of the patients were implanted with competitors interbody grafts. All of the patients included were available for a minimum follow-up period of 16 months. The authors did not specify which patients were implanted with a synthes device. Thus, complications will be reported as follows: 4 patients died approximately 24 months after the initial procedure, due to progression of the underlying malignancies. A (B)(6) year old male patient had reactive pleural effusions without clinical symptoms. A (B)(6) year old male patient, a chest tube was placed due to iatrogenic pleural leakage, leading to pneumothorax postoperatively. After 4 days of intensive-care observation, the tube was removed without further complications. No other major pulmonary complications such as pneumonia or hemothorax were seen. A (B)(6) year old male patient had reactive pleural effusions without clinical symptoms. A (B)(6) year old female patient had an intraoperative dural tear. Intraoperative repair was carried out during the same procedure. A (B)(6) year old male patient had reactive pleural effusions without clinical symptoms. A (B)(6) year old male patient had a superficial wound infection and superficial wound revision surgery with debridement and wound reconstruction was performed. A (B)(6) year old male patient had a dural tear at nerve root t11. He had revision surgery after a fluid collection was noted on the postoperative control images, associated with a dural tear at the t11 nerve root axilla. The nerve root had not been sacrificed in this patient before implantation of the lateral cage during the index procedure and repair with tachosil and fibrin glue was therefore carried out in a revision procedure. A (B)(6) year old female patient had reactive pleural effusions without clinical symptoms. This report is for an unknown synthes xlr vertebral body replacement device this is report 1 of 2 for (B)(4).